Manufacturer narrative:
Citation: harimochi et al. Comparison of remimazolam and sevflurane for general anesthesia during transcatheter aortic valve implantation: a randomized trial. Can j anesth. Mar;72(3):397-408. 2025. 10.1007/s12630-024-02900-4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the comparison of remimazolam and sevoflurane for general anesthesia during transcatheter aortic valve implantation.  The study population included 60 patients from a single center.  Multiple manufacturer¿s devices were implanted in the study population; one patient was implanted with a medtronic evolut fx bioprosthetic valve.  Among all patients, clinical observations included: stroke, bleeding complication, arrhythmia requiring permanent pacemaker implant, unspecified structural valve dysfunction, and valve thrombosis.  No further information was provided pertaining to medtronic products.